Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified broken sharp opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp edge broken opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side left-side rupture, swelling and fluid as well as exchange of textured breast implant due to the patient¿s concern with the product. Device remains implanted.